Event description:
It was reported that during a user test the device would not complete boot-up cycle. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced. Physio-control also replaced the biphasic pcb and the user interface pcb assemblies in relation to the reported failure and also observed burned components. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed pcb assemblies. It was observed the system pcb assembly to have been burned between filters (B)(4) and under jack connector j2 which appeared to have been caused by a shorted and burned capacitor, designator c14 from the user interface pcb assembly. The biphasic pcb assembly was further evaluated and was found to have a shorted and burned capacitor, designator c25. This failure did not stop the functionality of this pcb and was not related to the reported failure. The memory pcb assembly was also evaluated and was found to have been operating normally. This assembly was replaced as part of the system/memory pcb assembly. The cause of the reported failure was determined to be a shorted and burned capacitor, designator c14, from the user interface pcb assembly.